Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had infusion set issues and that they experienced high blood glucose level of 409 mg/dl. The customer treated with bolus with the insulin pump. Customer's blood glucose value was 380 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed for site issues and tape not sticking. It was ensured that the customer was following proper site preparation and insertion. The customer was advised to change set. The insulin pump will not be returned for analysis.